Event description:
It was reported by the rep that the (2) er320 was used during a laparoscopic hernia procedure. It was reported that the clips would not tighten down enough or form correctly. The same thing happened with a second device but the surgeon was able to complete the case with the device. There was no pt consequence.